Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced per physician's preference. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient had frequent charging of the ipg. The patient underwent a revision procedure wherein the ipg was replaced per physician's preference. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.